Event description:
It was reported that the right ventricular (rv) lead had high threshold. The lead was reprogrammed. The atrial lead was undersensing. The lead was programmed off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d274drg implantable cardioverter defibrillator, (B)(6) 2010; 4076 x 2 implantable pacing leads, (B)(6) 2005. (B)(4).